Manufacturer narrative:
Section a2, a4, a5: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1 telephone: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was rigid, a hard solid piece and not the shape or texture of an iol. The lens was not implanted as the issue occurred during the handling prior to insertion. There was no patient contact. Through follow up, it was learned that the customer used ovd (ophthalmic viscosurgical device) from a competitor (provisc) ovd and was introduced into the cartridge canopy. The customer indicated that the device is available to return, however, the lens is not available. No further information available.